Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 2, 2010, the lay user/pt contacted lifescan (lfs) alleging that the battery used ((B) (4)) to power the onetouch ultramini meter "dies too fast". The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone to obtain additional info. The pt reported that the alleged issue began at an unspecified time on (B) (6) 2010. It is not known if the pt discontinued testing his blood glucose as a result of the alleged issue. The cca noted that the pt is on an insulin pump. The pt denied taking any action regarding his diabetes management as a result of the alleged issue. However, on an unspecified date/time, after the alleged issue started, the pt reported developing symptoms of frequent urination, blurred vision, dizziness and feeling tired. The pt denied receiving medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt claimed he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.